Manufacturer narrative:
Investigation conclusions: iradimed corp's examination of the pump determined the pump's motor mounting was out of adjustment and allowed excessive pump shaft movement due to vibration when the pump experienced significant shock or vibration. This poorly adjusted channel b motor mounting allowed frequent svc code type 1103, denoting excessive motor shaft vibration/movement. Proper mounting will allow some degree of motor mechanical "float," but sill be resistant normal shock and vibration. The type of shaft movement caused by vibration is not a large movement of the pump mechanics which could deliver fluid, but only an extremely small (less than 1 degree of rotation) forward and backward transient motion with no net forward rotation. The examination of the pump's history/event log confirmed the frequent svc code type 1103 reports. The product's operation manual indicates that when any svc code is reported, the product should be referred to qualified svc personnel for examination or repair. For reference, the svc code 1103 is described in the product's manual. An iradimed corp rep visited the hosp to review the operation of the pump with the staff, and the reasons for the frequent svc code 1103 messages. Excessive motor mechanical "float" in this product is an unusual occurrence, and will be monitored for similar reports. Internal ref: (B)(4).

Event description:
Customer reported repeated error codes when the mridium infusion pump was transported over elevator thresholds. Customer indicates the pump must be re-programmed after the svc code error messages which could introduce potential for medication administration error. No harm come to any patients from this issue.